Event description:
The customer contacted physio-control to report that they had used their truecpr coaching device on a patient. The patient was a (B)(6) old male who was described as small (approximately (B)(6)), diaphoretic and with a barrel chest. The customer advised that during the event that the sternum pad slid around the patient's chest as the device user performed CPR. It was also noted that the back pad kept sliding out from underneath the patient as well. There were no adverse effects to the patient as a result of the reported issue. After a review of the device data download, it was observed that although proper compression depth was being achieved, the device was indicating that the depth was too shallow which would prompt the user to push harder to achieve a deeper compression depth.

Manufacturer narrative:
Physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.

Manufacturer narrative:
(B)(4). Physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.